Manufacturer narrative:
(B)(4). Batch # p94069. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code "tighten assembly." Then the titanium tip was broken and fell into ground. The broken piece was retrieved. There was no report on patient injury.